Manufacturer narrative:
Supplemental report submitted to include additional information. The device was returned for evaluation and the preliminary pre-decontamination observations showed that the 14f esheath+ was received with introducer fully inserted. Sheath curved due to packaging. Liner lifted 1.5 cm from strain relief and remaining liner unexpanded. The distal tip was unopened but split.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a sapien 3 ultra in aortic position by transfemoral approach. Some resistance was noted when introducing the esheath into the patient due to highly calcified access. When checking the wire, it was observed under fluoroscopy that the wire exited the esheath abnormally. It was decided to remove the esheath and it was observed that the distal tip was torn. A new esheath was used, the commander delivery system was placed and the procedure was successful. The patient did not suffer any injury and was stable after the procedure. As per medical opinion, the root cause of the event is the massive calcification on the access vessels plus kinking.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaints of difficulty introducing sheath and sheath distal tip split were confirmed based on evaluatio n of the returned device . Available information suggests that patient factors (calcification, tortuosity) likely contributed to the insertion difficulty; while patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the distal tip split event , as provided information indicated that the patient had ''highly calcified'' and ''kinked'' access vessels. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Additionally, tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Kinks or curvature along the sheath shaft/introducer can be indicative of the presence of vessel tortuosity. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.